Event description:
The epg (external pulse generator) was returned to the manufacturer after being on loan. It was analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the lower segments of the high rate display would not illuminate.